Event description:
It was reported that customer observed large air bubbles or gaps in tandem mobi cartridge during loading and tubing fill, though bubbles did not remain after priming with fill tubing feature. There was no adverse impact to the customer's blood glucose level. Customer confirmed use of room temperature insulin and completion of cartridge air removal step, and after issue resolution customer was able to resume insulin therapy and acknowledged understanding of guidance provided.